Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.

Event description:
This complaint was created due to the receipt of a medwatch report (mw5151131) received on 21feb24. A search of the complaint system has not found a complaint reported for this device/lot number during this timeframe. The report was found to be written against the 000140, harrell 7mm bronch brush (20/cs). The report states that on (B)(6) ¿during procedure dr. Utilized harrell unshealthed cytology brush (lot # 202303164) to attempt brushing of right lower lobe of lung. Upon withdrawal of disposable sheath, it was noted that the brush head was not attached. Dr. Used fluoroscopy to locate brush and removed with biopsy forceps. Brush head appeared intact. All brushes with this lot number were removed from room and stock at this time.¿ there was no injury or impact to the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
This complaint was created due to the receipt of a medwatch report (mw5151131) received on 21feb24. A search of the complaint system has not found a complaint reported for this device/lot number during this timeframe. The report was found to be written against the 000140, harrell 7mm bronch brush (20/cs). The report states that on 30jan24 ¿during procedure dr. Utilized harrell unshealthed cytology brush (lot # 202303164) to attempt brushing of right lower lobe of lung. Upon withdrawal of disposable sheath, it was noted that the brush head was not attached. Dr. Used fluoroscopy to locate brush and removed with biopsy forceps. Brush head appeared intact. All brushes with this lot number were removed from room and stock at this time.¿ there was no injury or impact to the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device has not been returned to date and no photographic evidence has been provided; therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of two reports, regarding two devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: inspect the peel-pouch for any damage that may have occurred during transit or handling. If damaged, do not use. We will continue to monitor for trends through the complaint system to assure patient safety.